Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three hours after the implant procedure, the physician reported that the patient had a pneumothorax of the left lung. The pneumothorax was reported to be related to two introducers that were used in the procedure. No further patient complications have been reported as a result of this event.